Event description:
Procedure: vats lobectomy. According to the reporter: the first firing was successful with the staple line reinforcement. On the second firing, the surgeon would not squeeze the handle completely so returned the firing knob. The surgeon states there was no thick tissue and that there was some "oozing." After this, the procedure was converted to an open surgery.

Manufacturer narrative:
Date initial report sent: 11/28/2007.